Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at work when they were getting an urgent low on the cgm and when they checked a bg it was 400 mg/dl. The patient was feeling clammy, sweaty, confused but was still conscious. The patient's coworker took the patient to the emergency room. Prior to going to the ER, the patient's sensor wearable was removed. At the ER, a bg was taken and it was 423 mg/dl. The patient was treated with an IV drip and fluids. The patient was discharged after 4 hours. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.